Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: black box confirmed time and date reset to default after battery change on 01/08/2015, pump was exercise for 24 hours, then took out the battery for 6 hours and the time and date reset complaint was duplicated. The pump case was removed and corrosion was found underneath the internal battery. The display is dim/fading/reddish, investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).